Event description:
The 8lpc device was returned to the MFR on 1/14/97 for analysis and investigation.

Manufacturer narrative:
The mfrs analysis and evaluation of the returned 8lpc device confirms a large tear starting at the proximal end to the distal end of the cuff which most likely occurred during use. Device history records indicate this lot passed 100% inspection for inflation system integrity.